Manufacturer narrative:
One-unit of guideliner was returned to vsi/teleflex for evaluation. A returned product evaluation was completed. The rx lumen was crimped at several sections. Collar and tip damage were noted. The half pipe lumen was pinched across the length. Partial delamination of the pushrod from the collar section was confirmed. The damage noted on the guideliner is likely to have occurred during use in the with other devices such as ivus, stent and guidewire. Per IFU the following warning and precaution are stated as follows: 1. Never advance or withdraw an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the catheter or guide wire against resistance may result in separation of the catheter or guide wire tip, damage to the catheter, or vessel damage. 2. Exercise care in handling of the catheter during a procedure to reduce the possibility of accidental breakage, bending or kinking. Do not apply torque to the catheter during delivery, as catheter damage may result. The account stated there was no vessel tortuosity. The procedure was completed using new guideliner unit. No other devices were sent for investigation based on the information and returned product evaluation, the most likely root cause of the issue is operational context and/or unintended use error

Manufacturer narrative:
Preliminary manufacturing record was reviewed, there were no nonconformance related to this lot, therefore, supporting the device met material, assembly and performance specifications. A follow-up report will be issued after the investigation is complete.

Event description:
As reported: the pushrod broke in the intersection of half-pipe of the guideliner v3. The incident was noticed when the ivus had some difficulty to pass (although at the end, the ivus could pass) and the stent 3.5 didn't pass. No medical intervention was required. The procedure was completed with the same model number of the guideliner v3.